Event description:
It was reported that the device went into a hardware reset mode. The patient had been lost to follow-up. The device was explanted.

Event description:
The lead was capped.

Manufacturer narrative:
The reported field event of device reset was confirmed. Upon receipt, the device would not communicate. Analysis found that the cause of the loss of communication was due to a low battery voltage. The cause of the reset was found to be due to a power on reset. The device passed all tests and no anomalies were detected. All current and power consumption measurements were normal. It is believed the root cause of the device reset was due to normal battery depletion.

Manufacturer narrative:
Na